Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board was replaced during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the unit had a charger failed error at boot up. This error will prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.